Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Subsequent information was received that this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an error message that indicated the device was not able to predict the remaining battery longevity. Boston scientific technical services (ts) reviewed the device and the therapy delivery was confirmed to be available. Ts confirmed that at this point, the device does have a significant reserve capacity; however, the device should be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted scratched and dents in the case. Additionally, a hole was noted in the back of the case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--